Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ¿slight discomfort on right side at 6 o'clock¿, ¿a contour interruption is visible at 6 o'clock relatively close to the thoracic wall¿, ¿strong indication of implant defect on right side with leakage of silicone and nodule-like silicone deposits throughout the entire breast area surrounding the implant¿, ¿small nodule-like thickening in some areas¿, ¿smoothly defined, nodule-like changes in direct vicinity¿. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain:unable to observe as it is a medical event that is not related to the device. Lump/nodule - ndr: not applicable as the event is not related to the device.

Event description:
Healthcare professional reported right side ¿slight discomfort on right side at 6 o'clock¿, ¿a contour interruption is visible at 6 o'clock relatively close to the thoracic wall¿, ¿strong indication of implant defect on right side with leakage of silicone and nodule-like silicone deposits throughout the entire breast area surrounding the implant¿, ¿small nodule-like thickening in some areas¿, ¿smoothly defined, nodule-like changes in direct vicinity¿. The device has been explanted.